Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger than expected bolus to be delivered. Tandem technical support reviewed pump settings, and customer noted the pump correction factor was incorrect. Reportedly, the correction factor may have been set incorrectly when setting up the pump. In addition, the pump date was inaccurate. Tandem technical support guided the customer through adjusting the pump date. The customer did not report how the pump date became inaccurate. Customer's blood glucose level was 231 mg/dl.